Event description:
It was reported that during a da vinci s surgical procedure arcing was observed when using the monopolar curved scissors (mcs) instrument, resulting in a small hole on the mcs tip cover accessory installed on the instrument. The planned procedure was successfully completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory used during the time of the event was not returned, however, the instrument was. Engineering inspected the instrument and found no evidence of arcing. No char marks were observed on the metal components at the distal end and the instrument did not have any burrs/damage on any components that would contribute to arcing. No physical damage was found on the instrument. Since the tip cover accessory was not returned for evaluation, the root cause of the customer reported failure mode cannot be determined.